Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It has been reported that readings were over 30% off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The complaint confirmation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).